Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that pressure transducer test failed. The device failed to meet its specifications. There was no patient involvement. There have been no adverse event sustained as a result of the issue. Initially claimed pressure transducer test failure has been reproduced with expiratory valve coil test (part of sequence of pressure transducer test). The technician tried several expiratory cassettes for troubleshooting. The technician concluded that the issue occurred during testing one particular expiratory cassette. Based on that the issue remains in one cassette, this is explanation of intermitted pressure transducer tests failures. The record has been reported based on available information (no logs or no information about faulty part) at the time of performing the decision tree, as the initial description might have underlying causes which represent a reportable event. In the further process of complaint handling the issue were related to expiratory cassette, which does not affect ventilation. The test results of pressure transducer test failure identified that voice coil force is out of range. Based on previous investigations the cause to the expiration valve test failure in the pressure transducer test is the expiratory cassette¿s valve membrane. The valve membrane gets more rigid during use and cleaning and the membrane¿s rigidity affects the offset current for the expiratory valve coil. When the limit for the offset current is passed (range 0.06768 - 0.15684 a), or if the membrane for some reason has become defective, the membrane must be replaced. Based on that, the most probable root cause for this test failure is wear and tear of membrane inside expiratory cassette.

Event description:
Manufacturer's ref. #: (B)(4).